Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported a fluid leak on her patient line where she connects during trouble shooting a cycler alarm. The patient was advised to reset up the peritoneal dialysis treatment with a new cycler set. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. All companion samples have been sold and distributed. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.